Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found.

Event description:
A cardiac resynchronization therapy with defibrillator (crt-d) was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately seven months post the device system implant. Additional information obtained reveals the patient was last seen for a device check approximately one and one half months prior to death and the device was functioning properly. Although a cause of death was requested and not provided, the clinician indicated that approximately two weeks prior to death the patient was seen as an outpatient for clostridium difficile, clostridium difficile colitis, and gastroenteritis. The patient's vital signs were stable, and was sent home with supportive care.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.